Event description:
It was reported that this pacemaker was found to be operating in safety mode and could not be interrogated by the communicator. Technical services (ts) was consulted on radio frequency (rf) feature and device function was explained. The patient is nont dependent and thus no adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this pacemaker was found to be operating in safety mode and could not be interrogated by the communicator. Technical services (ts) was consulted on radio frequency (rf) feature and device function was explained. The patient is nondependent and thus no adverse patient effects were reported. This device remains in service. Additional information was received indicating that the device was explanted and replaced. No additional adverse patient effects were reported. This device has not been returned.